Event description:
It was reported that during a lead replacement procedure, the pulse generator exhibited an inappropriate magnet response after being exposed to electrocautery. The device was explanted and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
(B)(4).